Event description:
Report received of improper refill of pump. Drug accidently injected into pump pocket and not into pump. Following day patient was not doing well and had increased spasticity. Patient given oral baclofen. Pump accessed, refilled and programmed. Patient was better within 24 hours and suffered no other symptoms. Patient receives baclofen concentration 1500mcg/ml at 175 mcg per day.